Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that visual summary analysis of the lead indicated damage at implant. The analyst commented that the number of turns to extend and retract the helix is greater than specification due to the helix being bent during the attempted implant. This is not a lead failure. (B)(4).

Event description:
It was reported that during implant, the right ventricular (rv) lead helix was unable to screw in and out after many turns and placement. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.